Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic thoracoscopic lobectomy procedure would load but in each case when they applied the stapler to tissue and went to fire it there was a loud crack and the cartridge couldn't be fired. This happened with both sets of handles and reloads so they opened a third handle and reload and it worked perfectly. There was no medical intervention or patient injury.